Event description:
It was reported that the cassette cannot recognize. Event occurred before patient use, during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the damaged downstream occlusion (dso) button. A review of the event history log revealed that the device had a repeated power on/power off record, presumably caused by a related customer reported issue. Functional testing was able to duplicate the reported problem. It was determined that the defected dso sensor was the root cause and was replaced.